Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 330 mg/dl at the time of the incident. Caller was advised that the pump will be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller declined the loaner pump because his daughter has a back-up plan.